Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Patient's nurse reported that infusion set is leaking at the infusion set tubing by the infusion adapter. Nurse stated patient reported this has occurred regularly throughout the years. Nurse reported the patient stated the infusion set is leaking sometimes, and she has experienced it for a long time. Nurse stated patient reported she has had 2 different infusion devices during this period and also uses another type of infusion set which is not giving her the same problem. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for evaluation.